Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows during start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The treatment for patient's left eye was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment during bed cut. The reported issue is not caused by the system or the used patient interface. An info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. The user restarted the treatment for patient's left eye and finished the treatment without any problems. The treatment for patient's right eye was aborted after the warning message appeared. The user performed a vacuum check and passed vacuum check without issues. The treatment was restarted and finished without any problems. Review of the logfiles for the treatment days prior and after the corresponding treatment day shows no relevant warning or error messages. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported suction could not be maintained during flap creation. Additional information has been requested.